Manufacturer narrative:
The following functional tests were performed: a field service engineer (fse) went on customer site to examine the device in question. Results of functional testing indicate that the device speaker assembly is defective and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed the device speaker assembly was replaced by the fse. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device displays a speaker malfunction inop error message. The device was in use on a patient. No patient or user harm was reported.